Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, inappropriate anti-tachycardia pacing and shocks due to incorrect interpretation of the patient's rhythm were observed. The patient received inappropriate therapy when the device classified a supraventricular tachycardia as a ventricular tachycardia when a premature ventricular contraction altered the patient's a-v timing. The patient's supraventricular tachycardia fell below the monitoring zone and the episode terminated. It was also noted that the device was exhibiting crosstalk. Programming changes were made and the patient is stable.